Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that indicated this patient to have endured ventricular arrhythmia during impella insertion as well as during support, with a "possible" relationship to the impella device used in this case. The reported narrative indicates, "during impella 5.5 implant, patient went into vf/vt, was cardioverted and paced. Placed on amiodarone drip. Cardioversion was successful," and occurring on (B)(6) 2023, "multiple episodes of vt/vf" with the patient ultimately, "requiring ablation on (B)(6) 2023. Required cardioversion as well."